Event description:
It was reported via repair work order that the side control shaft support was broken preventing the brakes from engaging from any pedal. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.